Event description:
Voluntary medwatch received reported: tandem mobi pump, keep getting occlusion alerts and insulin stop! They are replacing pump but said it's me?! Wrong!! I demanded it be replaced! I know others have had same problem! Please do something about it!